Event description:
It was reported that this right ventricular (rv) lead was explanted one day after implant due to loss of capture. Greater than two seconds of asystole was noted. No additional adverse patient effects were reported.